Event description:
A customer reported that the freestyle libre 2 reader would not power on with button press or test strip insertion. As a result, customer was unable to monitor glucose and experienced a loss of consciousness. The customer was provided unspecified treatment by husband. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to approved software and the reader was not recognized. The reader was further investigated and de-cased. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. An extended investigation was also performed on the reader. Performed a visual inspection on the returned reader and no abnormalities or damages were observed. The battery was measured and a known-good battery was placed in the returned reader and applied pressure to microcontroller processor (mcp); observed returned reader to power on. Therefore, this issue is confirmed due to poor soldering of the mcp. 4756 appropriate term code not available was selected as component code as the issue was confirmed to poor soldering of the mcp all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 reader would not power on with button press or test strip insertion. As a result, customer was unable to monitor glucose and experienced a loss of consciousness. The customer was provided unspecified treatment by husband. No additional information was provided. There was no report of death or permanent injury associated with this event.